Event description:
It was reported that the patient presented for routine generator change with high pacing impedance exhibited by the right ventricular (rv) lead. The lead was explanted and replaced during the procedure. There were no patient consequences.